Event description:
Customer reports that the patient tested 289mg/dl on the device and 44mdg/l on a lab result. No action taken based on device result. No adverse event reported and no treatment received. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.